Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, cuff was checked before intubation. When the cuff was inflated during intubation, it was not working.